Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing for the 1st, 3rd, and 4th data set. The second set of data, the mean and confidence limits cannot be calculated because the inratio value is greater than 7.0. Both inratio result and lab result is greater than 5.0 inr, as a result of the table in tr 0150, the readings are considered not inaccurate based on "area outside the acceptance region" table. "The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Inratio precision data provided by end user lot 070195: first test inr=1.8 second test inr=1.8 mean=1.8; sd=0 %cv=0%. The %cv is less than or equal to 20%. Per internal procedure, tr 0150, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: caller alleges imprecision with inratio. Results as follows: first test inr=1.8 second test inr=1.8.